Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient was recently hospitalized due to unrelated hypotension, which was confirmed to be unrelated to the implanted system. Upon interrogation of the implanted cardiac resynchronization therapy pacemaker (crt-p), loss of capture was noted from this left ventricular (lv) lead in two sensing vectors. Phrenic nerve stimulation was also observed, and it was alleged that this lead had acutely dislodged from the implant location. The physician reprogrammed the crt-p to rv only sensing and is awaiting the results from diagnostic imaging. At this time, this lv lead remains implanted and in-service. The patient remains hospitalized pending the assessment of x-ray images and potential intervention to resolve the dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was recently hospitalized due to hypotension. Upon interrogation of the implanted cardiac resynchronization therapy pacemaker (crt-p), loss of capture was noted from this left ventricular (lv) lead in two sensing vectors. Phrenic nerve stimulation was also observed. The physician reprogrammed the crt-p to rv only sensing and is awaiting the results from diagnostic imaging. At this time, this lv lead remains implanted and in-service. It is currently unknown if the physician alleged the hypotension to be related to the loss of capture.